Event description:
It was reported that the right ventricular (rv) lead was dislodged. Diagnostic imaging was performed and dislodgement was confirmed. During revision, the helix of the rv lead failed to extend and failed to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood and tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil at the connector region was over-torqued consistent with procedural damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood and tissue in the helix region and over-torque of the inner coil. Electrical testing did not find any indication of conductor fractures however an internal short was noted between inner coil and ring electrode cables due to procedural damage.